Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included arthralgia, mouth ulcer, cognitive function abnormal, foggy feeling in head, multigravida, parity 2 and induced abortion ((B)(6) 2010). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin) and hydroxychloroquine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)."), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). On an unknown date, the patient experienced systemic lupus erythematosus ("lupus"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (as written) (cramping),"), back pain ("back, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)."), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect.") And nervous system disorder ("nuero (as written) condit/prob."). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and alopecia had resolved and the systemic lupus erythematosus, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, fatigue, nervous system disorder, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nervous system disorder, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011. Received treatment for pain - pelvic/ abdominal, dysmennorhea (as written) (cramping),back, chronic, dyspareunia (painful sexual intercourse), bleeding - menorrhagia (heavy menstrual bleeding), lupus, bladder/urinary problems - urinary probs., uti, vag. Discharge, vag. Infect, other injuries/symptoms - fatigue, nuero (as written) condit/prob. Discrepancy noted in insertion dates: 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received: added event did you undergo an essure confirmation test. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included arthralgia, mouth ulcer, cognitive function abnormal, foggy feeling in head, multigravida, parity 2 and induced abortion ((B)(6) 2010). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin) and hydroxychloroquine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)."), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). On an unknown date, the patient experienced systemic lupus erythematosus ("lupus"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (as written) (cramping),"), back pain ("back, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)."), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect.") And nervous system disorder ("nuero (as written) condit/prob."). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, vaginal haemorrhage and alopecia had resolved and the systemic lupus erythematosus, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, nervous system disorder, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nervous system disorder, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011. Received treatment for pain - pelvic/ abdominal, dysmennorhea (as written) (cramping),back, chronic, dyspareunia (painful sexual intercourse), bleeding - menorrhagia (heavy menstrual bleeding), lupus, bladder/urinary problems - urinary probs., uti, vag. Discharge, vag. Infect, other injuries/symptoms - fatigue, nuero (as written) condit/prob. Discrepancy noted in insertion dates: 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: pfs received. Event outcome : fatigue were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included arthralgia, mouth ulcer, cognitive function abnormal, foggy feeling in head, multigravida, parity 2 and induced abortion (B)(6) 2010). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin) and hydroxychloroquine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)."), fatigue ("fatigue"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). On an unknown date, the patient experienced systemic lupus erythematosus ("lupus"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (as written) (cramping),"), back pain ("back, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)."), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect.") And nervous system disorder ("nuero (as written) condit/prob."). The patient was treated with surgery (hyst. (Full), salping. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal hemorrhage and alopecia had resolved and the systemic lupus erythematosus, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, fatigue, nervous system disorder, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nervous system disorder, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011. Received treatment for pain - pelvic/ abdominal, dysmennorhea (as written) (cramping),back, chronic, dyspareunia (painful sexual intercourse), bleeding - menorrhagia (heavy menstrual bleeding), lupus, bladder/urinary problems - urinary probs., uti, vag. Discharge, vag. Infect, other injuries/symptoms - fatigue, nuero (as written) condit/prob. Discrepancy noted in insertion dates: 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: company causality correction amendment. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthralgia, mouth ulcer, cognitive function abnormal, foggy feeling in head, multigravida, parity 2 and induced abortion ((B)(6) 2010). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin) and hydroxychloroquine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)."), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (as written) (cramping),"), back pain ("back, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)."), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect.") And nervous system disorder ("nuero (as written) condit/prob."). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and alopecia had resolved and the systemic lupus erythematosus, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, fatigue, nervous system disorder, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nervous system disorder, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011. Received treatment for pain - pelvic/ abdominal, dysmennorhea (as written) (cramping),back, chronic, dyspareunia (painful sexual intercourse), bleeding - menorrhagia (heavy menstrual bleeding), lupus, bladder/urinary problems - urinary probs., uti, vag. Discharge, vag. Infect, other injuries/symptoms - fatigue, nuero (as written) condit/prob. Discrepancy noted in insertion dates: 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr received: new events - abnormal bleeding (vaginal), bladder or urinary problems or changes, hair loss were added. Outcome of event pelvic pain was updated as recovered/resolved and outcome of event vaginal haemorrhage and hair loss added as recovered/resolved. Reporter's information, patient demography, historical condition, concomitant drugs, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (as written) (cramping),"), back pain ("back, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)."), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect."), fatigue ("fatigue") and nervous system disorder ("neuro (as written) conduit/prob."). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, fatigue and nervous system disorder outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nervous system disorder, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011. Received treatment for pain - pelvic/ abdominal, dysmenorrhea (as written) (cramping),back, chronic, dyspareunia (painful sexual intercourse), bleeding - menorrhagia (heavy menstrual bleeding), lupus, bladder/urinary problems - urinary probs., uti, vag. Discharge, vag. Infect, other injuries/symptoms - fatigue, neuro (as written) conduit/prob. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - case becomes incident. Previously reported event injury nos were removed. New events pain - pelvic/ abdominal, dysmenorrhea (as written) (cramping),back, chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), autoimmune diagnosed: lupus, bladder/urinary problems - urinary probs, uti, vag. Discharge, vag. Infect, other injuries/symptoms - fatigue and neuro (as written) conduit/prob were added. Product information essure removal date and indication were added. Patient information date of birth were added. Consumer address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.